Event description:
Pt with previous pacemaker underwent implantable cardioverter defibrillator / pacemaker upgrade. During procedure, d-stat dry hemostatic bandage was placed into pacemaker pocket to aid bleeding control. Pocket was closed and procedure ended. A few hours later staff determined d-stat was not implantable. Pt was informed and returned to cathlab for pocket removal of d-stat bandage. Further complaints or issues modified.